Manufacturer narrative:
As of today, the medical devices are not available for analysis, therefore the devices themselves could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the devices as well as on the provided data. The quality documents accompanying the manufacturing processes for these devices were re-investigated. All production steps were performed accordingly, and in particular the final acceptance tests proved the device functions to be as specified. The analysis of the provided trend data, acquired between (B)(6) 2021 recorded the decrease of the pacing impedance from approximately 500 ohms to 300 ohms and the switch from bipolar to unipolar on the (B)(6) 2021. The analysis of the provided iegm episodes revealed artifacts on the ra and rv channel, which led to the reported oversensing. The available x-ray image was analyzed. An interaction of both leads with the generator housing cannot be excluded. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observations. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
After an implantation period of approx. 41 months, oversensing on the ventricular and atrial channel was reported. The leads were explanted and a new system was implanted.